Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found a quick disconnect in the sheath tank area loose and leaking. The fse tightened the fitting and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained pink leak of about 2 ml from the unicel dxh 600 coulter cellular analysis system during daily checks. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, mask and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.